Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was 92 mg/dl, and the blood glucose value was 24 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 68 mg/dl. The event involved product(s) mmt-7020mla and mmt-7020mla. Troubleshooting was performed for the site issue, and the product will be replaced. Troubleshooting was performed for the sensor glucose vs blood glucose and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Troubleshooting was performed for the site issues and the non-serialized product being replaced. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7020mla. No product return is required for mmt-7020mla.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having 2 sensor failures. Both sensors had blood on site. Customer did not allege experiencing hemorrhage. One sensor had sensor glucose 92mg/dl versus blood glucose 24mg/dl difference. No treatment was mentioned for the site issue. Per case-(B)(4), low was treated with glucagon shot and orange juice. Troubleshooting was declined for the site issue and the sensor glucose versus blood glucose difference. Sensors are not returning for analysis. Per case-(B)(4), pump was used within 48 hours of the low and smartguard was used. Please see case-(B)(4) for the low documentation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.